Event description:
A malfunction was reported in the customer's insulin pump, though no significant events occurred prior to this. There was no adverse impact to the customer's blood glucose level. The customer contacted support and was guided by technical support to reset the pump successfully; the malfunction did not recur afterward. The customer was advised to use multiple daily injections as a backup and a replacement pump with updated software was shipped. The customer was instructed to return the malfunctioning pump to avoid additional charges and confirmed understanding of all procedures, including programming settings and connecting the cgm to the new pump.